Event description:
The vascade 6/7f device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed. At this point there was still bleeding at the access site, but the doctor believed he was at arterial wall and decided to continue to deploy the collagen. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. In the procedure room a hematoma was observed and an additional 15 minutes of pressure was held and patient appeared to be stable. Patient was moved to stretcher, and when moved into elevator, the patient complained of chest pains and was returned to the cath lab where a very large hematoma was observed at the access site. Additional pressure was held and the patient was transferred to surgery at a different hospital, to have the hematoma evacuated. In addition, the patient received blood products. Additional information received on 12/6/19: at some point after patient was transferred to surgery, patient had loss of blood pressure and suffered a stroke. Update on 12/10/19: patient passed away on (B)(6) 2019.

Manufacturer narrative:
The review of the DHR (lot g580i190814a) indicated that the device lot met all established performance criteria prior to shipment. The patient was being sent to have surgery; it is unknown whether patient had surgery. It is known that patient suffered stroke and passed away at some point after the initial procedure. Conclusion: while the device was not returned for physical investigation. Hematoma from the access site are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs.

Event description:
The vascade 6/7f device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed. At this point there was still bleeding at the access site, but the doctor believed he was at arterial wall and decided to continue to deploy the collagen. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. In the procedure room a hematoma was observed and an additional 15 minutes of pressure was held and patient appeared to be stable. Patient was moved to stretcher, and when moved into elevator, the patient complained of chest pains and was returned to the cath lab where a very large hematoma was observed at the access site. Additional pressure was held and the patient was transferred to surgery at erlanger main hospital, to have the hematoma evacuated. In addition, the patient received blood products. Additional information received on 12/6/2019: at some point after patient was transferred to surgery at erlanger main hospital, patient had lost of blood pressure and suffered a stroke. Update on 12/10/2019: patient passed away on 12/8/2019.